Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("changes to menstrual cycle"). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: unretained lot number most recent follow-up information incorporated above includes: on (B)(6) 2021: event "injury nos" updated to "pelvic pain female". Case was upgraded to serious incident as removal by hysterectomy was informed; event "changes to menstrual cycle" also added; based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain / pain') in an adult female patient who had essure (batch no. W392225-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included penicillin nos. The patient's medical history included morbid obesity, pregnancy, parity 2, c-section, ovarian cyst, renal colic, uterine fibroid, polycystic ovarian syndrome and migraine. Previously administered products included for contraception: mirena on (B)(6) 2014; for irregular spotting: provera; for an unreported indication: cephalexin in (B)(6) 2008. Past adverse reactions to the above products included menometrorrhagia with mirena; and vomiting with cephalexin. Concurrent conditions included iodine allergy (allergies: iodine - burns, rash), penicillin allergy (allergies: penicillin - vomiting and nausea), heavy periods, seizure, suicide attempt, hyperglycaemia and leg pain. Concomitant products included cefalexin (cephalexin amel), iodine, levonorgestrel (mirena) since (B)(6) 2017 and nitrofurantoin. On an unknown date, the patient started penicillin nos at an unspecified dose and frequency. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and adhesiolysis). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: unretained lot number. (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. On (B)(6) 2018 operation: laparoscopic removal of right essure + right salpingectomy + change of mirena. Discrepancy in insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - in 2017: normal. Pathology test - on (B)(6) 2020: histopathology report: left fallopian tube: contains an essure wire. Right fallopian tube: contains an essure wire. Endometrium: progestagen (as written) changes. Ultrasound pelvis - on an unknown date: normal anteverted uterus. No foe :ii fibroids seen. The intrauterine device is low lying toward the cervix,this may be classed as partial expulsion. Normal endometrium. Normal appearance of both ovaries. No adnexal mass or cyst seen. Comment:the patient has been informed that the coil is no longer a reliable form of anti-contraceptive device; on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned satisfactorily within the cavity. Uniform endometrium of 4mm. Normal ovaries. No free fluid. X-ray - on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, pelvic pain lot number reported the cioms w392225 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain") in an adult female patient who had essure inserted (lot no. W392225) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was penicillin nos. The patient had a medical history of migraine, polycystic ovarian syndrome, uterine fibroid, renal colic, ovarian cyst, c-section, parity 2, pregnancy and morbid obesity. Previously administered products included: mirena for contraception, provera for irregular spotting and cephalexin [cefalexin]. Past adverse reactions to the above products included: heavy irregular periods with mirena and vomiting with cephalexin [cefalexin]. Concurrent conditions were listed as leg pain, hyperglycaemia, suicide attempt, seizure, heavy periods, penicillin allergy (allergies: penicillin - vomiting and nausea) and iodine allergy (allergies: iodine - burns, rash). Concomitant products included mirena (levonorgestrel) since (B)(6) 2017, iodine, cephalexin amel (cefalexin) and nitrofurantoin. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. On an unknown date, the patient started penicillin nos at an unspecified dose and frequency. On unknown dates she experienced pelvic pain (seriousness criteria medically important and intervention required), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid as well as surgery (total laparoscopic hysterectomy, bilateral salpingectomy and adhesiolysis). At the time of the report, the pelvic pain and menstrual disorder had resolved. The outcome of genital haemorrhage was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: unretained lot number. (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. On (B)(6) 2018 operation: laparoscopic removal of right essure + right salpingectomy + change of mirena. Discrepancy in insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [cystoscopy] in 2017: normal [pathology test] on (B)(6) 2020: histopathology report: left fallopian tube: contains an essure wire. Right fallopian tube: contains an essure wire. Endometrium: progestagen (as written) changes [ultrasound pelvis] on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned satisfactorily within the cavity. Uniform endometrium of 4mm. Normal ovaries. No free fluid; (date unknown): normal anteverted uterus. No foe :ii fibroids seen. The intrauterine device is low lying towards the cervix,this may be classed as partial expulsion. Normal endometrium. Normal appearance of both ovaries. No adnexal mass or cyst seen. Comment:the patient has been informed that the coil is no longer a reliable form of anti-contraceptive device [x-ray] on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-may-2022: medical record received. Lot number, concomitant drugs, concomitant conditions & lab data added. Reporter information updated. Follow up 16 & 17 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Previously administered products included for contraception: mirena; for irregular spotting: provera. Past adverse reactions to the above products included menometrorrhagia with mirena. Concurrent conditions included iodine allergy. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("changes to menstrual cycle"). The patient was treated with tranexamic acid and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: unretained lot number. (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - in 2017: normal. Ultrasound pelvis - on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned. X-ray - on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: new reporters added, patient date of birth and lab data provided, concomitant drug, treatment medication, historical and concomitant condition added.; insertion and removal details provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('localised pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, pregnancy, parity 2, c-section, ovarian cyst and renal colic. Previously administered products included for contraception: mirena on (B)(6) 2014; for irregular spotting: provera; for an unreported indication: cephalexin in (B)(6) 2008. Past adverse reactions to the above products included menometrorrhagia with mirena; and vomiting with cephalexin. Concurrent conditions included iodine allergy (allergies: iodine - burns, rash) and penicillin allergy (allergies: penicillin - vomiting and nausea). Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid and surgery (total laparoscopic hysterectomy, bilateral salpingectomy and adhesiolysis). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: unretained lot number. (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. Discrepancy in insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - in 2017: normal. Pathology test - on (B)(6) 2020: histopathology report: left fallopian tube: contains an essure wire. Right fallopian tube: contains an essure wire. Endometrium: progestagen (as written) changes. Ultrasound pelvis - on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned satisfactorily within the cavity. Uniform endometrium of 4mm. Normal ovaries. No free fluid. X-ray - on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2022: medical records (mr) received: reporter¿s information updated and new reporters added. Patient¿s medical history and lab data information were provided, essure indication and mirena lot number and expiration date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain/pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. He011d6 , he011x6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine, polycystic ovarian syndrome, uterine fibroid, renal colic, ovarian cyst, c-section, parity 2, pregnancy and morbid obesity. Previously administered products included: mirena for contraception, provera for irregular spotting and cephalexin [cefalexin]. Past adverse reactions to the above products included: heavy irregular periods with mirena and vomiting with cephalexin [cefalexin]. Concurrent conditions were listed as leg pain, hyperglycaemia, suicide attempt, seizure, heavy periods, penicillin allergy (allergies: penicillin - vomiting and nausea) and iodine allergy (allergies: iodine - burns, rash). Concomitant products included mirena (levonorgestrel) since (B)(6) 2017, iodine, cephalexin amel (cefalexin), nitrofurantoin and penicillin nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 813 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. On unknown date she experienced menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with tranexamic acid as well as surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and adhesiolysis). At the time of the report, the pelvic pain and menstrual disorder had resolved. The outcome of genital haemorrhage was unknown. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy in insertion and removal dates (performed separately): on (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. On (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. On (B)(6) 2018: operation: laparoscopic removal of right essure + right salpingectomy + change of mirena. On (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [cystoscopy] in 2017: normal [hysterosalpingogram] on (B)(6) 2017: not reported. [Pathology test] on (B)(6) 2020: histopathology report: left fallopian tube: contains an essure wire. Right fallopian tube: contains an essure wire. Endometrium: progestagen (as written) changes [ultrasound pelvis] on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned satisfactorily within the cavity. Uniform endometrium of 4mm. Normal ovaries. No free fluid; (date unknown): normal anteverted uterus. No foe :ii fibroids seen. The intrauterine device is low lying towardsthe cervix,this may be classed as partial expulsion. Normal endometrium.normal appearance of both ovaries. No adnexal mass or cyst seen. Comment:the patient has been informed that the coil is no longer a reliable form of anti-contraceptive device [x-ray] on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Lot number: he011x6 UDI: (B)(4) lot number: he011d6 manufacture date: 2015-10 expiration date: 2018-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-feb-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain/pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. He011d6 , he011x6) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of migraine, polycystic ovarian syndrome, uterine fibroid, renal colic, ovarian cyst, c-section, parity 2, pregnancy and morbid obesity. Previously administered products included: mirena for contraception, provera for irregular spotting and cephalexin [cefalexin]. Past adverse reactions to the above products included: heavy irregular periods with mirena and vomiting with cephalexin [cefalexin]. Concurrent conditions were listed as leg pain, hyperglycaemia, suicide attempt, seizure, heavy periods, penicillin allergy (allergies: penicillin - vomiting and nausea) and iodine allergy (allergies: iodine - burns, rash). Concomitant products included mirena (levonorgestrel) since (B)(6) 2017, iodine, cephalexin amel (cefalexin), nitrofurantoin and penicillin nos. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 813 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2020. On unknown date she experienced menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with tranexamic acid as well as surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and adhesiolysis). At the time of the report, the pelvic pain and menstrual disorder had resolved. The outcome of genital haemorrhage was unknown. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy in insertion and removal dates (performed separately): on (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. On (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. On (B)(6) 2018: operation: laparoscopic removal of right essure + right salpingectomy + change of mirena. On (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [cystoscopy] in 2017: normal. [Hysterosalpingogram] on 14-nov-2017: not reported. [Pathology test] on (B)(6) 2020: histopathology report: left fallopian tube: contains an essure wire. Right fallopian tube: contains an essure wire. Endometrium: progestagen (as written) changes [ultrasound pelvis] on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned satisfactorily within the cavity. Uniform endometrium of 4mm. Normal ovaries. No free fluid; (date unknown): normal anteverted uterus. No foe :ii fibroids seen. The intrauterine device is low lying towardsthe cervix,this may be classed as partial expulsion. Normal endometrium.normal appearance of both ovaries. No adnexal mass or cyst seen. Comment:the patient has been informed that the coil is no longer a reliable form of anti-contraceptive device [x-ray] on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, pelvic pain, dyspareunia. Lot number reported the cioms w392225 is invalid. The following amendment was made: the previously reported initial receipt date was corrected from 31-jan-2024 to 30-jan-2024. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("localised pain / pain/pain, including chronic pain;") in an adult female patient who had essure inserted (lot no. He011d6 , he011x6) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was penicillin nos. The patient had a medical history of migraine, polycystic ovarian syndrome, uterine fibroid, renal colic, ovarian cyst, c-section, parity 2, pregnancy and morbid obesity. Previously administered products included: mirena for contraception, provera for irregular spotting and cephalexin [cefalexin]. Past adverse reactions to the above products included: heavy irregular periods with mirena and vomiting with cephalexin [cefalexin]. Concurrent conditions were listed as leg pain, hyperglycaemia, suicide attempt, seizure, heavy periods, penicillin allergy (allergies: penicillin - vomiting and nausea) and iodine allergy (allergies: iodine - burns, rash). Concomitant products included mirena (levonorgestrel) since (B)(6) 2017, iodine, cephalexin amel (cefalexin) and nitrofurantoin. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 813 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required).on an unknown date, the patient started penicillin nos at an unspecified dose and frequency. On unknown dates she experienced menstrual disorder ("changes to menstrual cycle"), genital haemorrhage ("abnormal bleeding") and dyspareunia ("dyspareunia"). The patient was treated with tranexamic acid as well as surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and adhesiolysis). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved. The outcome of genital haemorrhage was unknown. The reporter considered dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure administration. The reporter commented: discrepancy in insertion and removal dates (performed separately): (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. On (B)(6) 2018: operation: laparoscopic removal of right essure + right salpingectomy + change of mirena. (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. Diagnostic results (normal ranges are provided in parenthesis if available): [cystoscopy] in 2017: normal [hysterosalpingogram] on (B)(6) 2017: not reported [pathology test] on (B)(6) 2020: histopathology report: left fallopian tube: contains an essure wire. Right fallopian tube: contains an essure wire. Endometrium: progestagen (as written) changes [ultrasound pelvis] on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned satisfactorily within the cavity. Uniform endometrium of 4mm. Normal ovaries. No free fluid; (date unknown): normal anteverted uterus. No foe :ii fibroids seen. The intrauterine device is low lying towardsthe cervix,this may be classed as partial expulsion. Normal endometrium.normal appearance of both ovaries. No adnexal mass or cyst seen. Comment:the patient has been informed that the coil is no longer a reliable form of anti-contraceptive device [x-ray] on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, pelvic pain, dyspareunia. Lot number reported the cioms w392225 is invalid. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: reporters,device insertion date ,lot no. ,lab data updated. Dyspareunia event updated.onset date of pelvic pain event updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain / pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity. Previously administered products included for contraception: mirena; for irregular spotting: provera. Past adverse reactions to the above products included menometrorrhagia with mirena. Concurrent conditions included iodine allergy. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("changes to menstrual cycle") and genital haemorrhage ("abnormal bleeding"). The patient was treated with tranexamic acid and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved and the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: unretained lot number. (B)(6) 2017(discrepancy noted): hysteroscopic sterilization. Current contraception: mirena. Right ostium: too sore. Left ostium: successful insertion. Vasovagal symptoms: mild, severe. Patient underwent an essure procedure. Unfortunately, she found the procedure too painful to complete the procedure and she only had one tube blocked. She has opted to have a ga hysteroscopy and essure procedure on the remaining tube. (B)(6) 2017: procedure: right sided essure sterilization, change mirena. Procedure: cleaned grasped, mirena removed. Vaginoscopic 5.5mm scope with easy insertion of right essure to 3 coils left device in-situ and correctly sited. Mirena inserted at end. Impression: uncomplicated essure right side - left side already in mirena to stay in until check hsg at 3 months. (B)(6) 2020: total laparoscopic hysterectomy +bilateral salpingectomy + adhesiolysis. Findings: bulky uterus. 9 cm long cavity. Omental adhesions to anterior abdominal wall. Bladder densely adherent. No bowel adhesions. No evidence of endometriosis. Both tubes and ovaries appear normal. Specimen retrieved. Tubes attached-to uterus. Discrepancy in insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - in 2017: normal. Ultrasound pelvis - on (B)(6) 2017: clinical history: essure devices in right place. The iud is positioned.. X-ray - on (B)(6) 2017: both essure devices and indeed your coil are correctly sited.; on (B)(6) 2018: essure device seems to be in the right place. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: rcc updated , event: "genital hemorrhage" added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("changes to menstrual cycle"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and menstrual disorder had resolved. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: unretained lot number. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.